Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 25 mmol/l (450 mg/dl) with ketones of 2. Pod was worn between 5 and 24 hours. It was noted that the cannula was bent. Hyperglycemia treated with a new pod, correctional bolus and increased basal rate.